Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose value of 316 mg/dl, while dosing had been paused the day prior, and the user contacted support to perform an infusion set and cartridge supply change using a teflon 23" set; dosing was subsequently resumed and the user received troubleshooting and education, including expectations for glucose improvement within 60 to 90 minutes. Symptoms included no reported clinical symptoms despite elevated blood glucose. Outcomes included no need for medical intervention, hospitalization, or emergency care. Investigation included a review of device use history and user-reported events. Investigation of this case revealed that insulin delivery had been paused, resulting in absence of ilet therapy and elevated glucose, and that the condition improved through resuming therapy with a completed supply change. It was concluded that user-initiated therapy pause led to hyperglycemia, and device function was consistent with design once therapy resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.